Event description:
A zoll patient service representative (psr) called zoll customer support to report that a monitor was not fully powering up. The monitor was not in use by a patient.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation, the monitor was resetting. The cause for the resets was isolated to intermittent bga connections on the monitor's ram chips (u100 and u101). The root cause for the intermittent bga connections could not e positively identified but was likely excessive stress on the monitor c/a board. No adverse event resulted from th defective ram chips. This monitor was not in use by a patient.